Event description:
The MFR was contacted by the pt's attorney who alleges that in 2004 during an implant of a spinal cord stimulator, the surgeon "tore the meninges" surrounding the spinal cord resulting in permanent vision impairment and difficulties with memory. Ref MFR report # 2849622200601660.